Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including two surgical leads (from the same lot), on (B)(6) 2007. It was reported that the pt had an explant/replacement procedure for his ipg which had reached end of life due to normal battery depletion. Intraoperative testing revealed high impedance readings on several lead contacts. The same results were reported when testing without the extension. The physician decided not to explant the leads to see if stimulation could be captured postoperative. F/u on the pt found that the pt reported effective stimulation coverage. The physician preferred that the leads remain implanted unless the pt loses stimulation coverage. No further pt complications were reported.